Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was also noted that there was a large bump at the pocket site and swelling around the area. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted devices will not be returned.